Manufacturer narrative:
(B)(4).

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.06.00.

Event description:
Per the clinic, it was reported that the electrode array was not properly positioned in the cochlea resulting in a decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).